Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Report type corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the system was explanted via surgical intervention on (B)(6) 2025.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated.